Event description:
A pt of unk age and medical history underwent surgical procedure for ascending arch repair. According to the limited info provided in the reported event, the surgeon utilized bioglue surgical adhesive as an adjunct to standard methods for repair in this procedure. At some point following surgery (specific date is unknown), the pt suffered a stroke and expired. An autopsy was performed and the findings indicate that an approx 3mm 'piece' of 'brown' substance was removed from the cerebral circulation. The surgeon suggested that he was unable to view inside and believes that the negative pressure from the vent pulled the adhesive into a needle hole, which ultimately led to the reported event.